Manufacturer narrative:
The lens was not returned for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this event. Based on the available information, a root cause for the reported event could not be determined.

Manufacturer narrative:
The lens was returned for evaluation. The optic had a cloudy white appearance as well as areas with an orange appearance. A laboratory analysis determined that the primary composition of the deposits on the lens surface were calcium, phosphorus, and oxygen. A device history record (DHR) review did not find any nonconformities or anomalies related to this event. Three major types of calcification have been previously described: the primary form refers to calcification due to issues inherent to the iol. The secondary form refers to deposition of calcium onto the surface of the iol most likely due to environmental circumstances (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing concurrent diseases). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification that refers to those cases in which other pathology is mistaken for calcification or false-positive staining for calcium. The underlying pathogenetic mechanisms of delayed postoperative calcification remains unknown and a broad spectrum of biological, pharmacological, technological, and/or certain topical environmental factors may be involved.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient was hospitalized due to decreased vision and an opacified posterior chamber lens in the right eye approximately 12 years post-lens implant. As a result, the lens was explanted and replaced with an anterior chamber lens, clipping it to the iris posterior surface. A vitrectomy was also performed during the lens exchange. Additional information was requested but has not been received.